Manufacturer narrative:
(B)(4). Evaluation summary: the assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The device has been previously sent into service for the reported condition of "damaged battery/ bad bettery/bad battery". During previous services, the main batteries and harness were replaced.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a damaged battery was confirmed but not reproduced during evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be submitted if any additional details become available.